Event description:
The complainant was concerned about FDA's recent approval of a new device that can be implanted in the skin and used to monitor a person's bp/heart rate/temp/etc from a remote location, that it will be misused to track people and monitor their activities. The complainant believes that the device is an invasion of an individual's privacy and that there are no safe guards to protect people from having the device put into their bodies w/o their concent. The following website has info regarding the device - www.worldnetdaily.com.